Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported, however, the nurse contacted the telephone representative (not further specified) requesting information for adding antibiotic, cefepime, to extraneal as treatment for peritonitis. The outcome of the peritonitis event was not reported. It was not reported if extraneal therapy was ongoing. No additional information is available.